Event description:
Event description guidant received info that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d), which is inlcuded in an advisory population, expired for unspecified cause. The family of the pt has retained legal counsel and a claim has been filed.

Manufacturer narrative:
Event conclusion as of this repgrt, the device has not been returned to guidant for analysis. There is no additional info related to this event. Guidant will continue to investigate the complaint, and if additional info becomes available, the event will be reopend. In 2005, guidant issued a physician communication regarding deterioration in a wire insulator within the lead connector block that may, with other factors, result in an electrical short circuit. Mfg changes to prevent this failure were made in august, 2004. This device was mfg before august, 2004 and is included in this populatiopn. Guidant dos not have sufficient info to determine that this device behaved in the manner descibed in the advisory.